Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd as lvp 20d 3ss cv tubing separation with leak. The following information was provided by the initial reporter: we had two instances this weekend with IV tubing 3 port disconnecting when setting up for an infusion, resulting in antibiotic being wasted. Customer response on (B)(6) 2025. The incident happened on (B)(6) 2025. Both instances happened on this date. Two instances happened where the tubing had disconnected when setting up for an infusion. An antibiotic was wasted twice due to faulty tubing.

Manufacturer narrative:
Three unopened samples were received for quality evaluation. Visual examination was conducted, and no damages or abnormalities were identified. The samples were primed, and a simulated infusion was conducted at a rate of 125 ml/hr for 1 hour on each sample. The sample were handled as they would be in normal use. There were not issues identified with the samples provided. The customer complaint of separation could not be verified. No root cause was determined because the failure was not replicated. A device history record review for model 2426-0007 lot number 25043152 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set